Event description:
The pt developed a granuloma: the pump was turned off. The granuloma went away. The pt had used intrathecal drug therapy for 7 years. The pt requested the pump be turned back on, as it was her only source of pain control. The pt was unable to use oral medications due to vomiting. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.